Manufacturer narrative:
The cea reagent lot number was 500058 with an expiration date of 31-jan-2022. The customer's last calibration results for cea and ca 19-9 were ok. The calibration signals for ca 19-9 recovered higher than expected. The customer's qc results for cea and ca 19-9 were ok. There was no indication for a performance issue of reagent or instrument. The investigation reviewed the system's alarm trace and did not find any abnormalities. The customer's sample pre-analytical details were requested but not provided. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer verified the pump pressures and voltages on the sample pipetter. He performed performance testing with acceptable results. He reviewed calibration and qc history. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ca 19-9 immunoassay and elecsys cea assay results for one patient tested on a cobas 6000 e 601 module. Prior to patient testing, the customer confirmed qc was acceptable. The patient's initial results were reported outside the laboratory. When the patient was redrawn and recovered different ca 19-9 and cea results, the doctor questioned the results. The customer performed repeat testing with the initial sample on the same analyzer. On (B)(6) 2021 and at 12:55, the patient's initial results with the initial sample were ca 19-9 23.46 u/ml and cea 0.375 ng/ml. On (B)(6) 2021 and "around noon," the patient's new sample had results of ca 19-9 1283 u/ml and cea 6.78 ng/ml. On (B)(6) 2021 and at 08:59, the customer performed repeat testing with the initial sample and the results were ca 19-9 1000 u/ml with a data flag and cea 7.12 ng/ml. The sample was 1:10 diluted and the ca 19-9 result was 1361 u/ml. The customer determined the repeat results were correct. The ca 19-9 reagent lot number was 502671 with an expiration date of 31-may-2022. The cea reagent lot number was 500058 with an expiration date requested but not provided.